Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to a possible myopotential oversensing. Further testing and programming changes were recommended. The patient condition was good.